Manufacturer narrative:
The investigation of the reported failure in this complaint has been completed. The anesthesia system was investigated on-site by our field service engineer. The reported failure was reproduced and it was found that the inspiratory pressure transducer pcb was faulty. It was replaced which solved the reported failure. The pressure transducer pcb has not been returned for investigation. The evaluation of the received device logs confirmed the reported system check out failure. The pressure transducer test failed due to the zero pressure offset being outside defined intervals for the inspiratory pressure transducer pcb (drifted more than +/-300 mv from factory default). Measured zero pressure offset was at most 7.4 v and normally the pressure transducer pcb has a factory calibrated zero pressure offset value around 2 volt. The pressure transducer pcb is part of the pressure measuring in the system. A faulty pressure transducer pcb may lead to inaccuracy in pressure measurement. This will be detected during system checkout and high priority alarms will be generated if the failure occurs during treatment. Our conclusion is that the reported failure was caused by the faulty inspiratory pressure transducer pcb but the root cause of the pressure transducer pcb failure has not been determined.

Event description:
Manufacturer's reference #: (B)(4).

Event description:
It was reported that the anesthesia workstation generated a technical error code indicating safety valve open. There was no patient harm. Manufacturer's ref. #: (B)(4).